Event description:
Additional information received indicated that the patient had died due to respiratory failure caused by covid-19. There was no allegation that the device caused or contributed to the patient's death.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an over-current detection alert noted due to low high voltage lead impedance (hvli) on the right ventricular (rv) lead. A lead revision procedure was scheduled, and the patient was stable with no consequences.